Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc. 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4). The investigation regarding the reported complaint has been finalized. The dc/dc pc(printed circuit) board was replaced to solve the reported error. The replaced pc board was returned for investigation. The issue was reproduced during our investigation of the returned pc board. The cause of the error is due to a transistor that was verified faulty during our investigation.

Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the ventilator generated two technical error codes, both indicating power failure. There was no patient involvement. (B)(4).